Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection ("flu infection"), deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient was injected with [unspecified] juvéderm® volux¿ to the jawline and corner three months ago. Patient experienced "swelling around the application area following a (non-device related) flu infection". Physician applied the necessary treatments to their patient. The relevant complication has now regressed.